Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but photos were provided by the customer for investigation. The photos were reviewed, and the indicated failure mode for incorrect color with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that prior to use with a bd vacutainer® k2e 7.2mg plus blood collection tubes the cap was a different color (dark blue). The following information was provided by the initial reporter: when taking sample box in use wrong color (dark blue) closure tube was noticed among tubes box ( 100 pieces). Information details in tube were correct, only closure was wrong.